Event description:
This customer reported that the device failed to analyze in the AED mode due to artifact. There was no report of any negative pt impact. We have requested additional info and are considering this as a malfunction based on the customer report only. This investigation remains open.

Manufacturer narrative:
(B)(4). This customer reported that the device failed to analyze in the AED mode due to artifact. There was no report of any negative pt impact. We have requested additional info and are considering this as a malfunction based on the customer report only. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.